Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an under infusion of tylenol/acetaminophen 15mg/1.5ml. The pump did not display the exact volume in the syringe and instead automatically defaulted to 1.5 ml. The clinician paused the pump and was able to identify the actual syringe volume as 1.66 ml (approximately 10.7% greater than the ordered dose). Upon completion of the medication infusion, the clinician removed the syringe and initiated a normal saline (ns) flush via the central line system, as approximately 0.2 ml remained in the syringe. There was patient involvement, but no harm.